Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the black box and alarm history showed no evidence of call service 069/087 alarms. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. No call service 069 alarm occurred during the investigation. The alleged call service 069 issue was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board.